Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired due to stroke on (B)(6) 2017. The day after pump implant, the nurse noted that the patient was not responsive despite deep stimulation. A CT scan of the head showed very extensive bilateral subacute aca and mca territory infarcts. The CT scan showed extensive brain injury likely from major embolism from multiple thromboembolic events not amenable to thrombectomy. The patient was not on anticoagulation at the time. There were no bleeding issues. An electroencephalogram was given, cooling blankets were applied, and hypertonic saline given. A family meeting was conducted and the patient was subsequently made "do not resuscitate". The pump was not explanted. Information provided by neurology department: the patient has developed progressive loss of his brainstem reflexes, only partly responsive to maximal medical therapy, due to large bilateral cerebral infarcts - the etiology of the infarcts remains unclear but doubt air embolism given the involvement of larger arterial distribution and the bilateral injury. At this point possible locations include the lvad, intracardiac, or bypass, as well as post-operative afib - in all instances the infarcts are large enough that the risk of anticoagulation from a hemorrhagic conversion perspective is prohibitive and overall the prognosis for any meaningful neurological recovery is extremely poor. Given the already rapid loss of brainstem reflexes further injury is likely despite best medical therapy with the underlying cause being further vasogenic edema or hemorrhagic conversion though in either instance the main treatment is osmotherapy with a low likelihood of success; the nature of bilateral injury makes surgical decompression not an option. It is possible the exam is confounded by renal failure, though this would not typically cause a loss of brainstem reflexes responsive to osmotherapy.